Event description:
A charge timeout occurred during normal automatic capacitor maintenance charging. Technical support reviewed the session records and found one extended charge time and one charge timeout. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field complaint of a charge timeout was confirmed in the laboratory. The device image was reviewed and an alert was seen for a charge timeout. Bench tests were performed with laboratory high voltage capacitors, and the device was found to function normally. The long charge time behavior with the field capacitors is consistent with capacitor deformation.